Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic extension was broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to verify the battery overdue. To fix this issue, the fse replaced the battery in battery bay 1. The fse also replaced the fiber optic sensor extension because it was found broken. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.